Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 2l02199 was manufactured on 11/24/2022, in surgical cover dressing (scd) packaging line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 27/mar/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1257756 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there is a photograph associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: method: dirty carts to transport materials. Dirty trays. Mixers with residues from previous mixtures. Manpower: inadequate transfer of materials. Inadequate electrocuting lamp maintenance. Corrective and preventive actions identified will be taken through corrective action / preventive actions (CAPA) plan. The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that complaint received from hospital about product discoloration, part of dressing color was darkened. The product was not used on patient. Photographs depicting the issue were received from the complainant.